Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Unit does not have an alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the alarm was at a normal level after being tested several times, so the original complaint issue was not confirmed.

Event description:
Unit does not have an alarm.